Manufacturer narrative:
The customer inspected the instrument and performed multiple ict troubleshooting procedures including flushing the ict modle. The ict module was determined to be clogged. No additional result issues have been documented since the troubleshooting activity occurred. Return testing was not completed as returns were not available. An instrument service history review revealed no additional tickets associated with discrepant/erratic patient results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict modle did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict modle was identified.

Event description:
The customer observed a falsely elevated potassium result generated on the alinity c processing module for one sample that was not reported out of the laboratory. The following data was provided (customer provided reference range: 3.3 to 5.0 mmol/l): (B)(6) 2024, sid (B)(6): initial result = 7.7 mmol/l, repeat = 4.2 mmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated potassium result generated on the alinity c processing module for one sample that was not reported out of the laboratory. The following data was provided (customer provided reference range: 3.3 to 5.0 mmol/l): (B)(6) 2024, sid (B)(6): initial result = 7.7 mmol/l, repeat = 4.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.